Event description:
According to surgeon¿s information the problem is not device related. In addition the screw is not in relation with the trigen nail. MDR 1020279-2013-00266 filed in error.

Event description:
It was reported a revision surgery was performed.

Manufacturer narrative:
According to surgeon¿s information the problem is not device related. In addition the screw is not in relation with the trigen nail. MDR 1020279-2013-00266 filed in error.